Event description:
On 4/23/2024, the patient completed lecanemab infusion+ bbbo cycle 2. An MRI scan was completed following the bbbo procedure. Upon review of the mr images, it was determined by 2 aria trained neuroradiologists that the patient exhibited severe ar1a-e sulcal effusions and mild arla-h microhemorrhage outside of the fus bbb treated zone. A physical and neurological exam was completed post bbbo procedure and did not indicate any clinically significant change from baseline. Per protocol, the patient was admitted and monitored overnight in the hospital. On (B)(6) 2024, a physical and neurological exam was completed prior to leaving the hospital and was not noted for any clinically significant findings. The patient completed the 24 hour follow up MRI without difficulty. The pl and treatment team reviewed the images and made the decision to discharge the patient and obtain another MRI at approximately 48 hours post lecanemab infusion+ bbbo. Although the patient was asymptomatic, the adverse event of aria-e was assessed to be severe based on the table 1: aria classification on page 17 of the protocol and is being reported as an sae in compliance with the protocol. The patient completed the 48 hour follow up MRI on (B)(6) 2024 and it was determined that the radiological features of aria-e were stable. The patient was discharged home and has continued to complete the daily telehealth safety visits per protocol, which include the nhss assessment. There have not been any clinically significant findings from the telehealth visits. The patient is scheduled for a repeat MRI on (B)(6) 2024 prior to her next scheduled lecanemab infusion to determine if it is safe to proceed, the dsmb 2 review meeting is also scheduled to occur prior to her next infusion to review all aes and provide a go/no go for the next lecanemab infusion+ bbbo, which is scheduled on (B)(6) 2024.